Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was caller reported that patient haven't had pain relief from the therapy since dec 2021. Caller stated patient fell and broke her hip, and had tumor surgery. Caller stated patient haven't use the therapy since march-april 2022 and patient does not remember how to use the devices. Caller stated she is in a different state and patient is in a different state but she will be visiting the patient and call patient services (ps) for assistance on how to use the external devices. Caller stated patient is having legs and lower back pain and they like to know if the therapy could help with the pain. Ps reviewed adjusting stimulation to see if therapy will help and caller said she thinks patient did that already. Caller did not have devices to troubleshoot. The patient was redirected to their healthcare provider to further address the issue. Caller called back stating they called in september because the pt fell and broke their hip in june or july and they were told to call the pts doctor. They got in contact with the pts doctor and they met today and did an x-ray, it showed it moved a little bit and it was ok for a rep to come out and reprogram the pt.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.